Manufacturer narrative:
Concomitant medical products: product ID: 97791, lot# n394956, implanted: (B)(6) 2013, product type: accessory. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
The consumer reported that there was paresthesia/stimulation in the wrong location. There was uncomfortable stimulation that was occurring daily. There were no falls or trauma that could be related to the issue. The patient was going to follow-up with their health care professional (hcp). The symptom reported was numbness in the hands and testicles. This was a sudden change in therapy/symptoms. This occurred on (B)(6) 2015. There was no change in activity levels. Stim had been turned up high due to pain. The device was turned off to resolve the issue. There was an appointment scheduled for (B)(6) 2015. The indication-for-use (IFU) was failed back surgery syndrome and spinal pain. No outcome or intervention was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Ue to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s first device worked until it slid down and messed up inside him. It messed up his testicles. There were no further complications reported or anticipated.